Manufacturer narrative:
The instrument was returned and evaluated. Engineering determined that during prior use, the electrical insulation at the instrument wrist had begun to degrade. Degradation of the insulation reduced the mechanical stability of the wrist assembly components and allowed the cable crimp to come off the yaw pulley. This failure code caused the instrument to become non-functional and substantiates the customer complaint that the instrument was broken. Engineering also concluded that the insulation degradation was evidence that the instrument had arced during a previous surgical procedure.

Event description:
It was reported that the permanent cautery hook instrument was broken. No patient harm, adverse outcome or injury was reported.